Manufacturer narrative:
Device evaluation: the cartridge was returned to the manufacturer for evaluation. Visual inspection performed at 10x microscope magnification revealed the cartridge tip was observed deformed. The iol was observed stuck and broken at the cartridge tube and tip sections. It was observed that the lens protrudes from the cartridge creating a crack defect at one side of the unfolder component. The reported ¿cartridge crack, iol torn, tip deformed¿ were confirmed on the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. Date of event is unknown/not provided. If implanted; give date: not applicable. If explanted; give date: not applicable. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) split the cartridge tip as it was advanced forward and iol appears torn. There was no patient injury reported. No further information was provided.